Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that 4050 error is not for etco2.no fault found. The oridion board failed to communicate, replaced it a new oridion board. Updated a new logic board per c.o#1116890. Damaged front case and rear case, replaced them new front and rear cases assembly. The outlet etco2 door stuck. Replaced it a new outlet door. Performed leak down test and co2 calibration with passing results. The failure code the was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 02feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that no fault found for the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a 4050 error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a 4050 error. There was no additional information provided and no patient involvement.